Event description:
It was reported that the patient contacted patient services and reporting diaphram "thumping". Physician office requested a transmi ssion. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0144 competitor lead implanted: 1999-(B)(6); heart band implanted: 2010-(B)(6); 4968-35 lead implanted: 2010-(B)(6). (B)(4).